Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes: the lead exhibited loss of capture.